Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pelvic exenteration procedure involving rectal excision and cystectomy, significant bleeding and a conversion to laparoscopic surgery occurred. The bleeding issue occurred during the cystectomy portion of the procedure after dissecting the dvc and during the dissection of the right pelvic sidewall. The surgeon repositioned the table back to 0 degrees from 10 degrees to the right and was able to oversew the dvc and control the acute bleeding. The procedure continued for about an hour until, during the open perineal resection and specimen extraction, the patient deteriorated, and emergency undocking was performed to allow for resuscitation. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted pelvic exenteration procedure involving rectal excision and cystectomy, significant bleeding and a conversion to laparoscopic surgery occurred. The bleeding issue occurred during the cystectomy portion of the procedure after dissecting the dorsal venous complex (dvc) and during the dissection of the right pelvic sidewall; moreover, there was general ooze from the tissues. It is unknown what instrument(s) was associated with the complication. It is also unknown what specific structure was injured or if the complication was general bleeding due to th surgical procedure. Due to the initial port placement for sigmoid resection, robotic access to the pelvis was more difficult and not ideal compared to the ¿standard¿ urology pelvic port placement for a cystectomy. New port site incisions were not made; the existing ones were used. The assistant was unable to apply suction as the disposable 5mm laparoscopic suction irrigator line clotted three times. A flexible catheter was eventually used as a suction tube to apply suction. At the same time, as staff members were trying to increase pressure, due to miscommunication, air flow through the airseal port stopped, which worsened the blood loss. There was no loss of visibility due to the port malfunction. Swabs were used to apply pressure as well as perineal pressure. The surgeon repositioned the table back to 0 degrees from 10 degrees to the right and was able to oversew the dvc and control the acute bleeding. The procedure continued for about an hour until, during the open perineal resection and specimen extraction, the patient deteriorated, and emergency undocking was performed to allow for resuscitation. The table was repositioned 15 degrees head-down as per the anesthesiologist¿s request. The surgeon made the clinical decision not to create a conduit diversion as the patient required inotropes and performed urinary diversion (cutaneous ureterostomies) laparoscopically. The total estimated blood loss amount was greater than 4,000ml. The patient was administered transfusions of red blood cells (rbc) x8, fresh frozen plasma (ffp) x2, platelets (plt) x2, and cryoprecipitate (cryo) x1. The patient was discharged home without any post-operative complications. There was no allegation that a da vinci product caused or contributed to the bleeding.